Event description:
The customer reported that the system displayed a "stator not on" error message and shut down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced. The system was tested and found to be operating as intended.